Event description:
It was reported that the patient saw a power on reset (por) message on the patient programmer. It was noted that the patient cleared the por with the help of the manufacturer's patient services. The type of por message was not reported. The patient reported no stimulation sensation. " it was noted that the patient had turned his implantable neurostimulator (ins) off "about two weeks" prior to report because he could not sleep and had not turned it back on. It was noted that the patient had most of his pain in the bottom back before "the moon shines". The manufacturer's patient services helped the patient turn the ins back on and taught him how to turn it off at night so he could sleep. It was noted that the ins showed half-charged on the patient programmer. It was reported that the patient was on program a at 3.00 volts and "only felt stimulation on the right side to his knee." The patient services reportedly walked the patient through how to change groups. It was noted that the patient changed to program b at 3.30 volts and "it felt good." It was noted that the patient could then feel it on his left and right leg. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37092, lot# 284190002, implanted: (B)(6) 2011, product type accessory; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).